Event description:
The patient underwent generator replacement on (B)(6) 2014. An implant card was received which indicated that the device was functioning as intended with the new generator attached to the existing lead (1,943 ohms). The physician reported that he believes the sycope was related to the device battery being "dead". The physician indicated that the patient's seizures increased because the battery was dying and that the syncope was due to the seizure episodes. The seizures were reported to be below pre-vns baseline frequency. It was reported that the explanting facility disposed of the explanting generator.

Manufacturer narrative:
New information received indicated that this information should have been reported in initial MFR. Report.

Event description:
Clinic notes dated (b)(60 2013 note that the vns patient has past medical history of syncope. The relationship between vns and the reported syncope is unknown. Attempt to obtain additional information will be made, but no additional information has been received to date.